Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger was resetting. Upon evaluation, the battery charger was found to have a defective internal component (u13). Component u13 is a 8-bit cmos flash microcontroller located on the charger bedside board. The cause for the defective component was not positively determined. No adverse event resulted from the defective charger/modem. The last pt to sue this charger/modem did not report any deficiencies.